Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have a dislodged cut electrode. The cut electrode was dislodged from the bottom jaw of the grip set. The heat stake flash under the cut electrode appeared to be deformed. As a result of the dislodged cut electrode, the instrument was not tested on the in-house system. A review of remotefe logs showed no failures. Visual inspection was performed and all 9 of the jaw ceramic dots were present. The root cause of this failure is not established. Additional observations not reported by site: the instrument was found to have thermal damage on the cut electrode located on the bottom jaw of the grip set. The instrument was tested for electrical continuity and passed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the white silicone cover between the jaws of the synchroseal instrument was detached. The procedure was completed with no reported injury.